Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The hp stated they were unable to resume the prime cycle and replaced only the cassette and not the 3 the supply bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed the hp changed the cassette but did not change the solution bags in order to resolve the alarm. It was requested of the rn to retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident and has been performing therapy successfully in general.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed. The patient reported during troubleshooting of an alarm, they switched out only the cassette and reused the supply bags. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.